Event description:
Caller reported a tandem mobi cartridge alarm after the pump had been exposed to external magnets, specifically magsafe magnets found in iphones. There was no adverse impact to the customer's blood glucose level. Technical support (cts) planned to replace the pump and educated the caller about potential causes of the alarm. The caller was instructed to use multiple daily injections (mdi) as a backup therapy and to place the pump into storage mode before returning it to tandem. A replacement pump with updated software was sent to the customer, who understood the instructions provided and the steps to follow upon receiving the new pump.